Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: fallopian tubes'), genital haemorrhage ('bleeding') and syncope ('fainting,') in an adult female patient who had essure (ess205) (batch no. 624479) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test.". In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("sharp pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)/painful periods/menstrual cramps"), fatigue ("fatigue"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), tremor ("neurological conditions or problems :tremor/shakes"), depression ("depression"), anxiety ("anxiety"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems"), eye disorder ("vision/eye problems"), hot flush ("hot flashes"), night sweats ("night sweats"), loss of libido ("no libido"), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain "), arthralgia ("joints pain/hip pain"), pain in extremity ("legs pain"), neck pain ("neck pain"), pain ("body pain"), dizziness ("dizzy"), mood altered ("mood"), syncope (seriousness criterion medically significant), confusional state ("confusion"), memory impairment ("forgetful"), insomnia ("insomnia"), pyrexia ("fever"), pruritus ("itching"), ovulation pain ("painful ovulation") and abdominal pain upper ("stomach pain") and was found to have hormone level abnormal ("hormonal changes describe: many"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, tooth disorder, dysmenorrhoea, fatigue, hormone level abnormal, migraine, headache, nausea, tremor, depression, anxiety, vaginal discharge, visual impairment, eye disorder, hot flush, night sweats, loss of libido, genital haemorrhage, back pain, arthralgia, pain in extremity, neck pain, pain, dizziness, mood altered, syncope, confusional state, memory impairment, insomnia, pyrexia, pruritus, ovulation pain and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, anxiety, arthralgia, back pain, confusional state, depression, device dislocation, dizziness, dysmenorrhoea, eye disorder, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, hot flush, insomnia, loss of libido, memory impairment, migraine, mood altered, nausea, neck pain, night sweats, ovulation pain, pain, pain in extremity, pelvic pain, pruritus, pyrexia, syncope, tooth disorder, tremor, vaginal discharge, vaginal haemorrhage and visual impairment to be related to essure (ess205). The reporter commented: discrepancy noted as previously date of insertion was 2008 and now in current pfs date of insertion was 2005. Lot number: 624479, manufacturing date: 2007-05, expiration date:2009-04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 16-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: fallopian tubes'), genital haemorrhage ('bleeding') and syncope ('fainting,') in an adult female patient who had essure (ess205) (batch no. 624479) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test.". In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("sharp pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)/painful periods/menstrual cramps"), fatigue ("fatigue"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), tremor ("neurological conditions or problems :tremor/shakes"), depression ("depression"), anxiety ("anxiety"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems"), eye disorder ("vision/eye problems"), hot flush ("hot flashes"), night sweats ("night sweats"), loss of libido ("no libido"), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain "), arthralgia ("joints pain/hip pain"), pain in extremity ("legs pain"), neck pain ("neck pain"), pain ("body pain"), dizziness ("dizzy"), mood altered ("mood"), syncope (seriousness criterion medically significant), confusional state ("confusion"), memory impairment ("forgetful"), insomnia ("insomnia"), pyrexia ("fever"), pruritus ("itching"), ovulation pain ("painful ovulation") and abdominal pain upper ("stomach pain") and was found to have hormone level abnormal ("hormonal changes describe: many"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, tooth disorder, dysmenorrhoea, fatigue, hormone level abnormal, migraine, headache, nausea, tremor, depression, anxiety, vaginal discharge, visual impairment, eye disorder, hot flush, night sweats, loss of libido, genital haemorrhage, back pain, arthralgia, pain in extremity, neck pain, pain, dizziness, mood altered, syncope, confusional state, memory impairment, insomnia, pyrexia, pruritus, ovulation pain and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, anxiety, arthralgia, back pain, confusional state, depression, device dislocation, dizziness, dysmenorrhoea, eye disorder, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, hot flush, insomnia, loss of libido, memory impairment, migraine, mood altered, nausea, neck pain, night sweats, ovulation pain, pain, pain in extremity, pelvic pain, pruritus, pyrexia, syncope, tooth disorder, tremor, vaginal discharge, vaginal haemorrhage and visual impairment to be related to essure (ess205). The reporter commented: discrepancy noted as previously date of insertion was 2008 and now in current pfs date of insertion was 2005. Most recent follow-up information incorporated above includes: on 29-apr-2021: mr received. Lot number was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: fallopian tubes'), genital haemorrhage ('bleeding') and syncope ('fainting,') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test." In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("sharp pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)/painful periods/menstrual cramps"), fatigue ("fatigue"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), tremor ("neurological conditions or problems: tremor/shakes"), depression ("depression"), anxiety ("anxiety"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems"), eye disorder ("vision/eye problems"), hot flush ("hot flashes"), night sweats ("night sweats"), loss of libido ("no libido"), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain "), arthralgia ("joints pain/hip pain"), pain in extremity ("legs pain"), neck pain ("neck pain"), pain ("body pain"), dizziness ("dizzy"), mood altered ("mood"), syncope (seriousness criterion medically significant), confusional state ("confusion"), memory impairment ("forgetful"), insomnia ("insomnia"), pyrexia ("fever"), pruritus ("itching"), ovulation pain ("painful ovulation") and abdominal pain upper ("stomach pain") and was found to have hormone level abnormal ("hormonal changes describe: many"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, tooth disorder, dysmenorrhoea, fatigue, hormone level abnormal, migraine, headache, nausea, tremor, depression, anxiety, vaginal discharge, visual impairment, eye disorder, hot flush, night sweats, loss of libido, genital haemorrhage, back pain, arthralgia, pain in extremity, neck pain, pain, dizziness, mood altered, syncope, confusional state, memory impairment, insomnia, pyrexia, pruritus, ovulation pain and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, anxiety, arthralgia, back pain, confusional state, depression, device dislocation, dizziness, dysmenorrhoea, eye disorder, fatigue, genital haemorrhage, headache, hormone level abnormal, hot flush, insomnia, loss of libido, memory impairment, menorrhagia, migraine, mood altered, nausea, neck pain, night sweats, ovulation pain, pain, pain in extremity, pelvic pain, pruritus, pyrexia, syncope, tooth disorder, tremor, vaginal discharge, vaginal haemorrhage and visual impairment to be related to essure (ess205). The reporter commented: discrepancy noted as previously date of insertion was 2008 and now in current pfs date of insertion was 2005. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2019: pfs received. Case become valid. Injury nos replaced with new events. Model number was changed from 305 to 205. Added event abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dental problems, fatigue, hormonal changes describe: many, migraines, headaches, migration of essure device location of device: fallopian tubes, nausea, tremor, shakes, sharp pelvic pain, stomach pain, depression, anxiety, vaginal discharge, vision/eye problems type: hot flashes, night sweats, no libido, bleeding, pain--back, joints, legs, neck hip, body; dizzy, mood, fainting, anxiety, confusion, forgetful, insomnia, fever, itching, painful ovulation, she did not undergo any essure confirmation test. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.